Event description:
Hcp reported "infection, redness peri-incisionally and pus around the pump." The pt was treated with total device system removal and IV antibiotics. The pt was afebrile at discharge. The device was not returned to the manufacturer for analysis.